Event description:
No additional information has been provided. This is one of two products involved with the reported event and the associated manufacturer report number is 1038671-2017-00654.

Manufacturer narrative:
The complaint products were not received for analysis. The reported malfunction was not firmed. According to the frequency of occurrence ranking scale this is rated "very low", therefore, this does not appear to be design-related. The company is not aware of receiving any complaint reports involving another part from this manufacturing lot of 30 pieces. Company complaint data from 2014 through 2018 involving the reported failure for this family of devices was reviewed. The investigations for those incidences have not identified any evidence that a manufacturing issue caused or contributed to this reported issue. Therefore, this does not appear to be manufacturing-related. An investigation was held related to the occurrences of polyethylene wear, no actions were taken. The revision reported may have been the result of edge loading/impingement, patient conditions, or a combination of the two, which led to polyethylene wear. This cannot be confirmed because the devices were not returned for evaluation. In a review of the labeling it is a known complication that a patient's age, weight, or activity level would cause the surgeon to expect early failure of the system. Revisions or surgical interventions are a known complication found in joint replacements. It is also a device specific risk that there could be excessive wear of the implant components secondary to impingement of components or damage of articular surfaces. Based on review of all available information, there is no evidence to suggest that the reported revision due to poly wear is related to any design or manufacturing issues. A review was conducted for reports of revisions due to prosthesis wear, no cause for action, the estimated frequency of occurrence is very low. The revision reported of the hip components was likely the result of edge loading/impingement, patient conditions, or a combination of the two, which led to polyethylene wear. This cannot be confirmed because the devices were not returned for evaluation and there is no information on the patient risk factors. This device is used for treatment, not diagnosis.

Manufacturer narrative:
The contribution of the device to the experience reported could not be determined as the device was not returned. Pending evaluation.

Event description:
Index surgery: (B)(6) 2011. Revision due to wear of the acetabular liner.